Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. Intermittent ventricular undersensing was observed on presenting rhythm.  The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.